Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, routine suprapubic catheter change. The nurse was able to remove the folysil catheter with some resistance. Then the nurse was unable to insert new releen catheter despite instilling lignocaine gel into suprapubic catheter tract. The nurse tried with the releen catheter but still couldn't insert it. The patient then developed symptoms of flushed sweaty and elevated bp 190/90. District nurse advised by phone to drain urine & successfully resolved ad with bp reduced to 148/78. Nurse visited 30mins later to insert releen catheter into suprapubic catheter tract and drained pale clear urine. Then removed as no longer indicated. Patient experienced autonomic dysreflexia.